Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, premature battery depletion was observed. The device was explanted and replaced without any complications.

Manufacturer narrative:
No conclusion code available. Final analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The rapid drop from eri to eol could not be determined.